Event description:
On (B)(6) 2012, it was reported that the pt thinks the infusion device is not delivering an accurate amount of insulin during basal delivery. Her blood glucose level was elevated between 20 mmol/l (360 mg/dl) and 30 mmol/l (540 mg/dl). The pt disconnected from the infusion device and programmed a bolus; she was able to see insulin drip from the end of the infusion set. She switched to her backup infusion device and her blood glucose levels went down. The pt did not require medical assistance from a healthcare professional or second party to address the issue. The infusion device was requested to be returned for eval.

Manufacturer narrative:
This incident occurred outside of the united states. Info contained within this report is all that is available at this time. If further info is obtained it will be provided in the supplemental report.